Event description:
It was reported that when using the bd pyxis¿ es server full synchronization was required on the station. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full synchronization was required on the station. A technical support specialist backed up the station, then dropped the database, repaired the med application, and performed a full synchronization of the station. The full synchronization completed successfully. The system functioned as intended after the technical support specialist troubleshot the device.